Event description:
It was reported that upon explant, an insulation anomaly was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found an insulation abrasion which exposed the outer coil at 48.6 cm to 48.7 cm from the connector pin.